Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reza1067 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
(B)(6) 2015 - patient with a history of spinal surgery and renal failure in the latter part of (B)(6) 2015 reportedly had a powerpicc implanted on the rt. Basilic vein in (B)(6) 2015. The patient reportedly went to the ER because she presented swelling and pain to her upper right arm and difficulty infusing. As per the patient her infectious disease physician elected to keep the PICC line because to him the PICC line appeared as if it was patent enough to administer remainder of antibiotic therapy. Patient was on antibiotic therapy to treat a post operative wound infection on her spine. The PICC occluded completely and the patient reportedly presented to the ER with extensive swelling of the right arm and no radial pulse. The patient reportedly had an ultrasound done in the emergency room sometime in (B)(6) 2015 and the ultrasound reportedly showed extensive occlusions ad thrombi all the way to the right subclavian vein. The patient was treated with coumadin. The right PICC was removed and the patient continued to be on anticoagulation therapy with erratic inr results and continued monitoring from a homehealth nurse. The patient was diagnosed with extensive pulmonary embolism and hospitalized and treated with anticoagulation and discharged home stable on anticoagulation therapy.